Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The guidewire would not pass thru the lumen within the closurefast catheter. The issue was noticed during an attempt to treat a second vein site during the procedure. The physician discontinued treatment of the 2nd vein. The first vein was treated successfully. The guidewire was not in place when the first vein was treated. No part of the second vein was treated. Evaluation of the returned device found the closurefast was received with the green 0.025 guidewire, which was kinked. The closurefast was examined and a kink was found approximately 8cm from the distal tip. The guidewire was unable to be inserted the distal tip due to encountered resistance. The closurefast catheter was flushed, but the guidewire still could not be loaded. The coil was cut in order to expose the guidewire tubing. The tubing showed biological material inside and outside of the tubing. Biological material within the tubing prevented the guidewire from entering.